Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further follow-up reported that the physician was unaware if the patient's death was related to the device and there were no reported malfunctions of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient's family member that patient's implantable pulse generator (ipg) had stopped and may have caused their death. The family member reported that patient's ipg was "too fast or too slow" and had issues for three months.